Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in an opened bl5623 pouch from lot v4794. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were noted. A functional test was performed using a stellaris pc system. The assembly had good clean cuts with good aspiration. The assembly functioned as intended. Report 2 of 2 see 1920664-2015-00158.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2 see 0001920664-2015-00158.

Event description:
The user facility in korea reported the vitrectomy cutter wasn't working properly. There was no patient impact or medical intervention required.